Event description:
It was reported to philips that the system was unable to boot, stalling in a boot loop. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.